Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had lost their programmer at a hotel while traveling and needed another one because they needed to make changes. The patient stated they were uncomfortable and the device had not been efficacious at the current setting. No further complications were reported.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID 3037 (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-11. The patient reported that the device being inefficacious and uncomfortable had been resolved but not by the patient access venue. The patient reported that the modulator control was lost and the modulator was stuck in 1 delivery mode and his perineum was aching.